Manufacturer narrative:
B3: event date is unknown h3: product analysis # (B)(4), product ID #9560524; lot#926190r, during inspection at the time of acceptance, it was observed that the handle screw was jammed into block 1, the bearing was broken, and the joint was worn. The handle screw was also stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and the repairs required the cable to be cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that doesn't work its release mechanism does not function and it doesn't loosen. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was no patient involvement reported.